Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Concomitant medical products- nexgen lps-flex posterior stablized prolong articular surface size c d 12mm catalog #: 00596202212 lot #: 63700212, nexgen lps-flex posterior stablized prolong articular surface size c d 12mm catalog #: 00596202212 lot #: 64087486. Report source: (B)(6). The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2019-03638, 0001822565-2019-03639, 0002648920-2019-00642. Investigation incomplete.

Event description:
It is reported that the articular surface did not seat with the tibial component during knee arthroplasty after multiple attempts. Another articular surface was opened, but exhibited the same issue. A third articular surface was opened and used to complete the procedure successfully, however, the surgery was delayed greater than thirty (30) minutes due to the malfunction, increasing the amount of blood lost.